Event description:
A report was received that during an elective pocket revision, it was determined that the lead was showing high impedances on 12 of the 16 contacts. Several attempts at troubleshooting were performed but they were unsuccessful. The physician decided to explant the entire precision sys. The pt was hospitalized overnight and is reportedly doing well.